Event description:
The pt's spouse reported that the pt used the suspect device to check their blood glucose and obtained a result of 224 mg/dl. Pt then administered more insulin through their pump. Pt then became very ill and was taken to the ER. Enroute to the ER the pt's glucose was 67 mg/dl and upon arrival the level was lo. Pt was given a shot of glucogon and an IV of d-50. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.